Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, on the second inflation at about 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was good.